Event description:
It was reported to medtronic neurosurgery that the doctor found the product was leaking. According to the report, the doctor used a new device to complete the surgery. Reportedly, the patient¿s current status is normal.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, pre-implantation, and leak testing. There was proteinaceous debris observed within the interior and exterior of the valve. Approximately 23.5 cm of the ventricular catheter was returned. Approximately 100.5 cm of the peritoneal catheter was returned. The ventricular and peritoneal catheters met the requirements for patency and leak testing. Therefore the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. (B)(4)